Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 15:22:30 at on (B)(6) 2024. At 04:32:11 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with low amplitude cardiac signal and motion artifact. At 04:33:00, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 80 bpm with low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus rhythm @ 70 bpm with low amplitude cardiac signal and motion artifact. The device was shut down at 06:05:13 on (B)(6) 2024.